Manufacturer narrative:
Additional and corrected information provided in a.2., a.3., b.3., b.5., b.6., b.7., d2b., d.11., e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the initial reporter that, in the surgeon's opinion, the patient's inability to adapt to a multifocal iol is the cause or what contributed to the event. There was no patient harm. The replacement lens was a different manufacturer's monofocal iol.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The patient was unable to be corrected to 20/20. The lens was exchanged for a different lens within 1 month after initial procedure. Additional information was requested.